Event description:
A consumer reported "I had cataract surgery and paid a premium for your lens. I now have lost distance vision. This is not what was advertised." Additional information was received from the consumer, reported that immediately following an intraocular lens (iol) implant procedure, the distance vision was lost affecting the consumers ability to read signs while driving. She alleges that the advertising materials provided state information that is not correct. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. Initial reporter: zip code is not indicated at this time. (B)(4).